Event description:
Terumo medical corporation received the following information: it was reported that the bleed occurred shortly after the first or second air removal. Upon quickly noting the bleed, the nurse added air back into the tr band sufficient enough to stop the bleed. Following completion of this and any necessary recovery steps, the patient was transferred from the recovery unit to a hospital floor in accordance with their care plan. The tr band was noted to be properly inflated, and no further bleeding was noted at the time of transfer. The procedure prior to the use of the tr band was left heart catheterization (lhc) procedure. The estimated blood loss was less than 250cc. The tr band initially held air in the lab. According to staff, multiple factors may have influenced tr band performance or site leaking and cannot be ruled out as being potentially causative including complicated procedural access, anticoagulation, patient movement/motion/non-compliance with recovery protocol.

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. H4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.